Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant undersensing was noted due to a drop in the right ventricular amplitudes. An x-ray showed that the right ventricular (rv) lead position was the same as the implant procedure. Additional information noted that a repositioning took place and it was noted that the patients¿ blood pressure had dropped and cardiac tamponade was noted. It was also noted that a right atrial (ra) lead perforation was suspected. A puncture in capsula cordis was made, and the patient had been monitored. Additional information noted that both ra and rv lead were successfully repositioned and remain implanted. No additional adverse patient effects were reported.